Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angioseal device was returned for product evaluation. The returned device included the locator, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. The complaint was able to be confirmed for a sheath and locator connection issue. Corrective and preventative action (CAPA) investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Nonconformance recport (ncr) and capas have been noted for this issue in the past 12 months.

Event description:
The user facility reported that the angio-seal dilator would not click into place. They flushed several times but could not get it to go together. It would just separate when trying to insert into the body. They ended up holding pressure for thirty minutes. There was a 7f working sheath in prior. The doctor did not want to open a new device. They accessed right side went up and over treating the superficial femoral artery (sfa) and pop. No real complications. The patient did have either a vasovagal or a profaning reaction. The estimated blood loss was less than 250cc. The procedure was a leg intervention. Additonal information was received on 03oct2023: the patient was stable. They had to give protamine, because they had to hold manual pressure. The user thought they succeeded in mating the hub, but they were incorrect in that thinking. They do not know if there was audible click on mating. They do not know if there was tactile feedback after mating. They thought they mated the locator upon first attempt then loaded the device onto the wire. They attempted once prior to insertion into the patient. Then again after removing out of the body (the locator separated as they tried advancing into the arteriotomy. The locator was too loose, failed to stay in place upon insertion into body. Yes, separation occur when device was in the patient. The patient was not hurt. They did not open second device.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.